Manufacturer narrative:
The device remains implanted. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the prosthesis. If the device becomes available, or additional information is received, quality will re-evaluate this complaint in accordance to procedures. However, because quality's examination may not conclusively confirm or disprove the report of pain, quality accepts the physician's observations. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 4586409. This complaint was forwarded to the contract manufacturer (cm) for review. The cm reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.

Event description:
According to the available information, a (B)(6) patient experienced residual pain of the inner side of the left thigh after altis procedure. Date of onset event: (B)(6) 2015. Description of the event : unusual and residual spontaneous intermittent pain of the inner side of the left thigh (intensity=3). No treatment. Status of the event: resolved on (B)(6) 2015. Last visit of the patient to the hospital/surgeon on (B)(6) 2015 (device still implanted). The surgeon later reported that the patient experienced also a cystitis: date of onset event: unknown (but the surgeon was informed about it at the first follow up visit: on (B)(6) 2015). Description of the event: cystitis with a spontaneous resolution. Treatment: no treatment. Resolution: resolved. According to the surgeon, cystitis is related to the procedure. Last visit of the patient to the surgeon on (B)(6) 2017: device still implanted.